Event description:
It was reported that while taking down the patient's uterus during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. Additionally, the user facility indicated that no postsurgical complications have been experienced by the patient.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.